Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the following registration numbers 9611530, 9681684, 3007420694. Currently, these products are to submitted under arjohuntleigh magog inc. Registration #9681684. It was reported to arjo representative by the kalkaska memorial health care, located in USA, that there was an incident involving maxi move floor lift and passive clip sling. Following information provided by the director of nurses, a nurse was assisting during patient's transfer to a chair when the left leg sling's clip detached from the spreader bar attachment point. The detachment occurred when the resident move her left leg. The patient fell out of the sling by hitting her head on the ground and sustained laceration on back on the head. A CT scan done twice confirmed that there was no internal bleeding. No other information than that initially received was provided. Arjo qualified representative visited the customer facility after the event to perform device evaluation. No malfunction was found within maxi move or its spreader bar. There were only some scratches found, however they did not have any impact on the device functionality. The sling in question was also inspected. According to the technician¿s statement, the stitching of the sling was showing signs of wear. No other abnormalities were reported. Based on product knowledge we can state that a sling clip can detach when it is in an unstable position or not under tension. Passive clip sling instruction for use (IFU number 04.sc.00) guides through transferring procedure and informs the user how to attach the sling to the spreader bar attachment points. The document guides, step by step, through a proper sling application. It is important to make sure that the clip sling is attached securely before and during the lifting process. ¿slightly lift the resident to create tension in the sling.¿ ¿make sure that: all clips are securely attached¿ ¿to avoid injury to the resident, pay close attention when lowering or adjusting the spreader bar.¿ to sum up, the maxi move floor lift in combination with clip sling was used as a system for transferring the resident and played a role in the reported event. The sling clip detached during use and from that perspective system failed its performance specification but there was no malfunction found with the lift nor the sling that could have contributed to the incident. We decided to report this complaint due to the allegation of the patient's fall and the injury occurrence.

Manufacturer narrative:
The visit at the customer site was conducted by an arjo qualified representative. The lift and the sling were working correctly. Additional information will be provided upon the investigation conclusion.

Event description:
It was reported to an arjo representative that there was an incident with the involvement of maxi move passive floor lift and passive clip sling. Following information provided, during transfer to a chair, the left leg clip detached from the lift spreader bar attachment point. As the consequence of the event the resident fell out of the sling to the ground and sustained a head laceration. It remains unknown whether any medical intervention was required.